Event description:
The manufacturer became aware of an event involving a bipap autosv adv device that was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed a burnt humidifier connector. Additionally, unrelated to the reportable malfunction, dust contamination and a no-power condition were observed. No visible foam particles were identified during the inspection. Following completion of the evaluation, the device was scrapped by the service center. There was no report of death, serious injury, permanent impairment, or medical intervention associated with this event. Based on the identification of a burnt humidifier connector during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. The device was forwarded for further investigation. No additional information is available at this time. A supplemental report will be submitted if significant new information becomes available.